Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received a questionable result for one patient tested with coaguchek xs meter serial number (B)(4). At 8:50 a.m., a sample from the patient was tested using the meter, resulting in a value of 6.5 inr. At 10:04 a.m., a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 4.4 inr. The 4.4 inr value was believed to be correct. The patient's warfarin dose was decreased by 50 % for one day and then by 10 % for her new daily dosage based on the laboratory result. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
Component code updated.